Event description:
Information received by medtronic indicated that the customer reported the screw in the inpen is not moving as intended. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen and will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Serial number: (B)(6). Lot ID#: b1496 .software version: 3.9.0 .color: pink. Battery life remaining: <3 months. First bond date: 11/27/22 initial battery %: 90 last bond date: 4/1/23 last battery %: 86 user mobile device: na android/ios: na. Testing mobile device: iphone 11 ios: 16.3.1. Customer concern: screw movement issue customer reports screw is not moving as intended. Per visual inspection: missing cartridge holder and missing front cap. Inpen paired to the commercial app and manufacturing app. Inpen received with leadscrew 1/4 of travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15,15,15,14.5,15,15,15,15,15,15. Pending further investigation performed in san diego location. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: type of investigation code-10 investigation findings code-424 investigation conclusions-2306inpen paired to the commercial app and manufacturing app. Inpen received with leadscrew 1/4 of travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15,15,15,14.5,15,15,15,15,15,15. Pending further investigation performed in san diego location.in conclusion: per san diego analysis: missing cap and cartridge holder. Inpen passed base line functionality test and displacement dose accuracy. Inpen passed leadscrew reset torque (torque cw: 2.27 and ccw: 2.25)paired to commercial app using 18.5 units. Inpen baseline and wireless functionality. App logbook displayed:15,15,15,15,15,15,15,15,15,15. No problems found with this inpen all functions tested ok. Leadscrew anomaly was not confirmed. Cap anomaly was confirmed. Cartridge holder damage was confirmed.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Inpen paired to the commercial app and manufacturing app. Inpen received with leadscrew 1/4 of travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15,15,15,14.5,15,15,15,15,15,15. Pending further investigation performed in san diego location. In conclusion: per san diego analysis: missing cap and cartridge holder. Inpen passed base line functionality test and displacement dose accuracy. Inpen passed leadscrew reset torque (torque cw: 2.27 and ccw: 2.25) paired to commercial app using 18.5 units. Inpen baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15,15,15,15. No problems found with this inpen all functions tested ok. Leadscrew anomaly was not confirmed. Cap anomaly was confirmed. Cartridge holder damage was confirmed due to missing cartridge holder. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.